Manufacturer narrative:
(B)(4). The lot #3000426045 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vieasovw hemopro 2 bisector splitting. A second vh-4000 opened to complete the case. No patient harm.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6: device code changed to 1454.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vieasovw hemopro 2 silicone split from the wire. Nothing fell inside the patient. A second vh-4000 opened to complete the case. There was no delay. No patient harm.